Event description:
A non-healthcare professional reported that, following the cataract surgery with intraocular lens (iol) implant procedure, the patient is not seeing well and the vision is not focusing. There are two medical device reports associated with this event. This report is associated with the 2 of 2. Additional information is not expected.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Reporter was the patient. The reporter did not want to provide any further information and did not consent to follow-up contact. There have been no other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).